Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideoscope tested positive for unexpected contamination. The issue was identified during a routine culture of the scope. Additional information indicated that the scope had been used on a patient suspected of having creutzfeldt¿jakob disease (cjd), raising concerns regarding potential cjd contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.